Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h4; h6; h10. The following section has been corrected: h4. Visual examination of the provided pictures identified sign of use and it is fractured/chipped. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear resulting from repeated use as this device has been in the field for a possible thirteen (13) years. Complaint is confirmed based on the picture provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that during an initial left total knee arthroplasty, a tibial trial instrument fractured during insertion. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.